Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metalosis and oteolysis from a ceramic head on a metal liner articulation. Stem, head and liner were removed. Cup was shown to still have good purchase so the cup remained in place. It was also indicated that there was a loosening of the stem at bone to implant interface. Doi: unknown, dor: (B)(6) 2020, affected side: unknown.